Manufacturer narrative:
Date sent: 11/17/2008. Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during a laparoscopic appendectomy procedure. The surgeon fired the device across the cecum, made a beautiful cut, however, no staples. The device had been handed to the surgeon with no cartridge in the jaw. Removed the device, reloaded and completed the case. There was no adverse consequence to the pt at this time. Device was discarded.